Event description:
This system was removed due to infection and there is no indication that another system was implanted. Cylos dr-t, (B) (4) MDR 1028232-2010-00054. Setrox s 53, (B) (4) MDR 1028232-2010-00056.